Manufacturer narrative:
UDI: (B)(4). Concomitant med products and therapy dates: console device. Device evaluation: the actual device was returned for evaluation. A visual and functional assessment was performed which determined that the brown internal motor wire was broken. During service/repair, it was determined that the device displayed a c-2 error code when the device was connected. It was further determined that the device failed the safety check assessment. It was further determined that the issues were consistent with user error. Therefore, the reported condition was confirmed. The assignable root cause was determined to be traced to user. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that the console device would not recognize the motor device. It was reported that the device was not used in a live surgery. During in-house engineering evaluation, it was observed that the motor device failed the safety check assessment. The event did not occur during surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.